Event description:
Received a report of the following event: a crack in the blue end where 1 piece meets the other piece, its at clinic, she does not have lot number. It has since been learned that this pt was treated for peritonitis. Reportedly, the family member who performs the exchanges had noticed an opening on this extension set. He had noticed that the 2 pieces of this connector that appear to be glued together, are now appearing to have separated. He had also noticed that the effluent was cloudy. The pt was brought into the clinic for further eval. A new catheter extension set was placed and a culture was obtained. The pt was treated for peritonitis. The pt has recovered and is doing fine. The pt is able to continue peritoneal dialysis as ordered with no further ill effect from this event. The rn also reported that the device doesn't look as defective since it was removed from the pt. The results of the culture were positive for peritonitis. The rn saved the device and it is at the clinic.

Manufacturer narrative:
Device history record review: unable to perform a device history lot review due to the lot number being reported as unk. Sample analysis: received an actual sample with code of (B) (4) and the lot unk. Visual analysis was performed and a mark arrow was detected on the sub-assembly union made by the customer to indicate the failure point, but this union is a normal part of the assembly process. A functional leak test was performed and no leaks or defects were found. Conclusion: the reported complaint is not confirmed. As a result of this complaint being not confirmed, no corrective action is documented at this time. (B) (4) will continue to monitor and trend defects per procedure.